Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets and the procedure was discontinued. The final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays. No additional follow-up is required. It was reported that on an estimated date, (B)(6) 2026, a patient returned with recurrent grade 3-4 mixed mr. A transthoracic echocardiogram (tte) was performed and a single leaflet detachment (slda) was identified. The clip was no longer attached to the posterior leaflet. The patient was scheduled for a secondary mitraclip procedure. It was reported that on (B)(6) 2026, the patient presented with grade 3-4 mixed mr for a secondary mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted to stabilize the mitraclip xtw previously implanted. A second mitraclip xt was then placed on the leaflets to provide stabilization and reduce mr. After deployment, an slda was visualized and the mitraclip xt was no longer attached to the anterior leaflet. The procedure was discontinued, the final mr remained at grade 3-4. The patient was referred for surgical intervention. There were no clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.